Event description:
The following has been reported: biomed reported: (B)(6) - service needed. No known patient harm and no known delay to care. A preliminary review of the logs identified the following issue: fail stop, cause unknown. Unknown if issue stopped an active infusion. Reporting as a conservative measure. No .adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.